Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, left side deflation. And exchange, due to concerns with the product. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening on radius side assessed, as fold flaw opening. Pain: unable to observe, since it is not related to the device. Additional observations: observed, broken on plug strap side assessed as surgical damage. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: a5, a6, b5, d4, d9, e1, h3, h6.

Event description:
Healthcare professional reported, left side deflation. And exchange, due to concerns with the product. The device has been explanted and replaced.